Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure micro-inserts/migration of essure") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulval candida. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), rash papular ("rashes, redness, bumps, itching/rashes or skin conditions; rash, redness, bumps, itching") with skin irritation, dyspareunia ("painful intercourse/dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and perineal pain ("perineal areas pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and dysmenorrhoea ("abnormally severe menstrual pain"). The patient was treated with surgery (bilateral salpingectomy , hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, rash papular, dyspareunia, vaginal haemorrhage and perineal pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, perineal pain, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: she did retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2016: in fundus coils are seen on left side; on an unknown date: migration of the essure micro-inserts . (B)(6) 2016, surgical pathology report: bilateral fallopian tubes and essure: sections of fallopian tube material without significant abnormalities. Fragments of metal coil. Gross description: one of the fallopian tube segments has a 3.8 x 0 2 cm focally uncoiled essure coil protruding through the proximal end. Separate in the container are two additional uncoiled disrupted essure coils. 2.5 to 14.5 cm. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), perineal pain. Historical, concomitant condition and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure micro-inserts/migration of essure device location of device: uterus") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulval candida. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),"), rash papular ("rashes, redness, bumps, itching/rashes or skin conditions; rash, redness, bumps, itching") with skin irritation, dyspareunia ("painful intercourse/dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and perineal pain ("perineal areas pain"). On an unknown date, the patient experienced pelvic pain ("chronic and severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain") and abdominal pain lower ("severe lower abdominal pain even when not menstruating"). The patient was treated with surgery (bilateral salpingectomy , hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dysmenorrhoea, menorrhagia, abdominal pain lower, rash papular, dyspareunia, vaginal haemorrhage and perineal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perineal pain, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: she did retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan: on 7(B)(6) 2016: in fundus coils are seen on left side; on an unknown date: migration of the essure micro-inserts on (B)(6) 2016, surgical pathology report: bilateral fallopian tubes and essure: sections of fallopian tube material without significant abnormalities. Fragments of metal coil. Gross description: one of the fallopian tube segments has a 3.8 x 0 2 cm focally uncoiled essure coil protruding through the proximal end. Separate in the container are two additional uncoiled disrupted essure coils. 2.5 to 14.5 cm. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received, event device dislocation was updated to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure micro-inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), rash papular ("rashes, redness, bumps, itching") with skin irritation and dyspareunia ("painful intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, rash papular and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and rash papular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: migration of the essure micro-inserts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.